Event description:
See initial report.

Manufacturer narrative:
No evidence of the complained pco2 concentration was available and no indication of the blood flow rate was communicated. Based on the provided information, the surgery was uneventful for the patient and no change out of the product was needed. IFU's of the product recommend to increase the gas flow rate if high pco2 is measured in the arterial line. In addition, if the decreased oxygenation performance is combined with water condensation phenomenon inside the microporous fibers (also known as ¿wet lung¿), IFU suggest to raise the gas flow rate up to 10 lpm (or if possible to 15-20 l/min for about 10 seconds) without exceeding the gas/blood flow ratio 2:1. Taking into account all the above facts, it cannot be ruled out that possible root causes of the reported event were correlated with: activation of hydrophilization phenomenon of oxygenator microporous hollow fibers likely associated with water condensation and/or temperature gradients which reasonably led to plasma and proteins accumulation in the gas side thus affecting the co2 removal capacity. Multifactorial issue, resulting from the interaction between clinical procedure, patient conditions and gas-blood settings. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. D.4. Lor number is unknown. Therefore also UDI is unknown. This information will be provided in a supplemental report if made available. H.4. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. H.11. Sorin group italia manufactures the inspire 7f m. The inspire oxygenators 7f had difficulties in the co2 removal from the arterial blood when used on large patients. As a consequence of the reduced capacity, the gas sweep rate had to be increased (above 10 lpm) and all this determined extra time to complete the case. - the patient was 190cm. - the patient already came to the table in a bad condition, where the perfusionist had to start the sweep flow at 9l/m. - after a long circulatory arrest (140min), the perfusionist had to set the sweep of the egb to the max (10l) and complement with 1l (11l/min total), with an fio2 of 88%. - the cross-clamp time was extended with an additional 30mins. - oxygenation was fine overall. Livanova initiate and investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italia has received a report that, during a type a dissection, the co2 was so high that the patient could not be warmed up immediately and the co2 had to be removed first. The sweep flow had to be set to 12l. There is no report of any patient or user injury.